Event description:
It was reported that the catheter was placed with some difficulty by a resident. One hour after insertion bleeding was noted at the insertion site. The catheter had separated at the hub, with the catheter body not located. A cut down failed to discover the catheter. There was no deterioration of the circulation in the pt's hand. The pt is clinically brain dead due to underlying conditions not related to this event.